Event description:
Company rep reported that after consumer completed his self injection, needle broke off and lodged within his lower abdomen. Surgery was scheduled to remove the broken needle.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.